Event description:
Per the clinic, the patient experienced pain and skin eczema. Subsequently, the internal magnet was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.